Manufacturer narrative:
The returned reciproc blue file r25 8/100 31mm 025 is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1662690 and #1664853). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that reciproc blue files broke inside the canal, tooth 23. The reciproc blue file broke as soon as it entered the root canal. The root canal was straight and the file was perfectly in line. Wide, straight canal. The other piece of the file remained broken in the canal. And the patient was sent to an endodontist to remove the file. We are waiting for further information.